Event description:
A malfunction with code malf 16 was reported, and a replacement pump was needed as the malfunction code was not resettable. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery. Technical support arranged to send a replacement pump and provided instructions for placing the faulty pump into storage mode and returning it. The customer acknowledged and understood the instructions and the steps to take upon receiving the replacement.